Event description:
Report received of a disconnection of the removable clave port from the extension set. The customer contact reported that a peripheral IV access was initiated and the "preflushed" extension set was connected to an unspecified peripheral IV catheter. When the customer contact went to flush the extension set with saline, it was noted that the clave port "fell off into the pt's bed." The extension set was changed and the peripheral IV access remained patent. It was reported that the clave port was not tightened to the extension set after removal from the packaging. There was no reported blood loss, delay of critical therapy or adverse pt effects. No medical interventions were required.